Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a crack in it and was leaking. The following information was provided by the initial reporter: catheter had a crack in it and was leaking.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. The DHR for lot 2284601 has been reviewed. This lot was built on afa line 10 from 19oct2022 through 24oct2022. This lot was packaged on pkg line 9 from 23oct2022 through 24oct2022 for a quantity of (B)(4). Qn # (B)(4) was initiated for damage outside luer during the build of this lot number, which could potentially be related to this complaint. No process deviation was found.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. The initial reporter also notified the FDA on 12-may-2023. Medwatch report#: (B)(4). A.2. Date of birth: patient¿s birthday was not provided, (B)(6) 1953 was used based on age of patient.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had a crack in it and was leaking. The following information was provided by the initial reporter: catheter had a crack in it and was leaking.